Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause could not be identified, the ineffective disinfection solution being used was likely due to the facility judging there were no issues using the disinfectant solution for a month without replacing it since that would have been a waste to replace it frequently and the facility not checking the concentration was likely due to the facility not purchasing the acecide checker due to cost. The subject events can be detected and prevented by implementing in accordance with IFU as below: the oer-6 operation manual (revision 5) chapter 3 inspection before use ¿section 3.11 inspecting the disinfectant solution¿s concentration level.¿ before reprocessing the endoscope, be sure to check that the disinfectant solution has an effective concentration by using an acecide checker or a portable concentration checker. If this check is not performed, the disinfection process may be ineffective. Also, be sure to replace the disinfectant solution before it loses its effectiveness. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that acecide was not properly used with the olympus endoscope reprocessor. The acecide had not been replaced in over a month and the reprocessor had been run 70 times since the last time the disinfectant was replaced. The olympus representative checked the concentration of the disinfectant with an acecide checker and there was no medicinal effect. The customer did not know when the concentration became invalid and they thought it would be a waste to replace the disinfectant so they used it for a bout a month. An acecide checker was not being used by the customer. There were no reports of patient or user harm associated with this event.